Event description:
During a transfer to a wheelchair, using a medcare lift n' weight the hanger bar came loose from the boom. The resident was dropped and suffered a head laceration and a fractured hip. Based on the facility's description it has been determined that the load cell end rod had broke.

Manufacturer narrative:
The machine in question was over six years old. Hardware such as the load cell end rod are under warranty for 2 years. It is our belief that proper maintenance was not performed and this led to the failure of the component.